Event description:
The following was reported "dr noted that the cement is setting quicker than usual" no further information is available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.